Event description:
The manufacturer received information alleging a bipap avaps had visible foam degradation. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's foam needs to be replaced to address the issue. During the evaluation of the device there were non-reportable error codes discovered. These issues would not affect the device's ability to deliver therapy as designed.